Manufacturer narrative:
Other text:(B)(6). . Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening there was "dirt" near the label. There was a "brown liquid-like" stain near the label. No patient involvement was reported.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.